Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid right coronary artery, with mild tortuosity and moderated calcification. The 3.0 x 15mm rx trek was advanced for pre-dilatation; however, it did not cross the lesion. Therefore the dilatation was performed in proximal lesion and removed from the anatomy. When the device was removed, the soft tip was found to be flared so the device was changed to a second 3.0 x 15mm rx trek which crossed the lesion without any issues. The procedure was successfully completed. Returned device analysis revealed the soft tip was cut off at the distal balloon seal. During testing, fluid leaked from the balloon seal. Follow-up information confirmed that when the tip became flared, the physician cut the tip off and attempted to use the device, but it still would not cross. No additional information was provided.

Manufacturer narrative:
(B)(4)- failure to follow steps/instructions. Evaluation summary: the device was returned for evaluation. The flared tip was not confirmed due to the tip being cut. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the rx trek coronary dilatation catheter instructions for use states: prior to use examine all equipment carefully for defects. Examine the dilatation catheter for bends, kinks, or other damage. Do not use any defective equipment.